Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to deploy.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip felt difficult to deploy. The physician had to physically pry the handle to open the clip. It took extreme force to get clip to completely deploy. The clip eventually released from the catheter. The procedure was completed with the original device. There were no patient complications reported as a result of this event.